Event description:
It was reported that the humidifier holder broke there was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No repair of the humidifier holder was requested. The healthcare facility ordered a new humidifier holder. Provided pictures show the plate intended to be inserted into the rail clamp mounted on the ventilator carrier has become detached from the humidifier holder arm. The humidifier holder is intended for an active humidifier with or without a water bag, and the humidifier holder is specified and verified for a total load of 120 n (12 kg). The servo-u user¿s manual states a maximum load of 5 kg. As an example, an active humidifier fisher&paykel mr850 filled with water weights 3.1 kg according to its user¿s manual. To break the holder arm, extensive force outside intended use is needed. Tests have showed that the product may withstand up to 400 n (40 kg) load downwards before deformation of the plate fastening screws occur. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst-case scenario, falls off the ventilator carrier and may lead to stop of ventilation (extubation) or injury. A damaged humidifier holder will normally be noticed as the humidifier begins to tilt before the holder falls off. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).